Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that during transarterial embolization (tae) procedure, the subject guidewire got fractured within a non-stryker microcatheter while guiding to the distal aneurysm. The subject guidewire was removed with the entire microcatheter and there were no remains in the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.